Event description:
It was reported that the catheter was replaced due to no function of delivered lioresal into the intrathecal space. Prior to the replacement the lioresal dose was titrated to 'more that 600mcg/day without any clinical effect' and the patient's spasticity was unchanged. A pump roller test and contrast test were performed and were both negative. The dye test was performed through the catheter access port (cap) and 'there was nicely seen contrast going to liquor without any leak or struggling' ('liquor' possibly referring to cerebrospinal fluid (csf)). A bolus was also given but results were negative. The cause of the catheter issue was unknown. The physician decided to replace the catheter. Following the replacement 'liquor was nicely coming through the extension catheter'. The catheter was connected to the pump and the lioresal dose was set at 230mgc/day 'with positive clinical effect'. There were no patient symptoms or injuries related to the event. A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
Analysis of the (B)(4) catheter revealed no significant anomaly. Only the distal portion of a catheter was returned. The proximal portion of this segment appeared to have been cut indicating this portion of the catheter had been implanted. A guide wire was returned with the catheter segment but it was unclear why this was returned. It most likely was used with the distal portion that replaced the segment that was returned.

Manufacturer narrative:
Product ID 8731sc, lot# 0205379875, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.